Event description:
The following information was reported by the sales representative: the device was prepped and deployed as normal. However, the deployer attempted to retract the sheath and could not. I (sales rep.) Instructed the deployer on possible ways to retract the sheath and/or shuttle. No retraction/removal was possible. The balloon was then deflated and manual compression was applied (30 minutes or less) as if no closure device was used. Once removed, the balloon catheter portion of the mynx had become jammed in the sealant delivery sheath slit. The device was removed as such with the procedural sheath in the final/stuck position. The patient was not hospitalized. Additional information: stopcock was opened. No excessive force was applied when shuttling down. There were no kinks in the sheath or device after removal. Procedure type: intervention; vessel type/size: periphery/7mm; stick location: medium; sheath size: 6f intended closure: arterial.

Manufacturer narrative:
The device was returned with the shuttle disengaged from the handle and the device jam was confirmed. The distal end of the shuttle was located at the balloon proximal bond. Sealant was visible through the shuttle cartridge side slit. Upon unsheathing, blood was found on the full length of the sealant. The catheter, advancer tube, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. Blood was observed near the proximal end of the advancer tube, which is indicative that blood was forced into the proximal end of the shuttle. High tension applied to the balloon catheter during the shuttle deployment step could result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely which could contribute to resistance during deployment. The review of the lhr (lot f1431904) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the device deployment jam might have been caused by the sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. (B)(4).